Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, explanted: (B)(6) 2013, product type: catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving an unknown drug via a drug infusion device for non-malignant pain. In the print report, it was reported that there was a catheter revision to 8780 on (B)(6) 2013. A rotor study was conducted before the new catheter was attached. There was no stall observed. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician who indicated they were the most appropriate person to contact for additional information regarding the catheter revision. Regarding a subsequent event (refer to MFR report number 3004209178-2017-18192), the patient¿s weight was noted as being (B)(6) pounds and body mass index (bmi) was (B)(6).